Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a da vinci sleeve procedure, the loads did not fire. There was no patient harm.